Manufacturer narrative:
This supplemental report is being submitted to update "d4 - primary UDI number" olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Based on the results of the investigation, the reported event was likely due to a component failure; however, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the bending section cover had blown off the cysto-nephro videoscope. There was no patient involvement.